Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/29/2015 with the following findings: a review of the black box revealed a ¿call service (cs) 069¿ failure was written as ¿cs087¿. The returned battery cap was used to complete the investigation. During investigation, a ¿cs069¿ alarm was reproduced during the rewind step. A component failure was found on the pcb.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was reportedly a call service 087 alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).